Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. D6b: explant date unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that implant was removed due to peri-implantitis. Loss integration. Tooth sites # 25.